Event description:
It was reported that the saline solution was absent in the lens vial and the lens was hard. Few white crystals were also found sticking to the lens. The lens could not be folded into the injector. There was no patient contact.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.